Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer went to rewind and the pump would not do anything at all. Customer stated that she tried 3 times and she could not get the pump to react to the reservoir setup. Customer's blood glucose was 254 mg/dl at the time of the incident. Customer stated that it was higher earlier. Customer believes that it usually get high on the last day before changing her set. Customer also went to a party and ate a bit more than usual. When the customer presses the act button the reservoir setup, the pump will not rewind. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer did not want to troubleshoot for her high blood glucose.

Manufacturer narrative:
The insulin pump was received with all of the buttons responding properly. The keypad traces and keypad connector was inspected and no anomalies noted. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump has a broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.